Manufacturer narrative:
The product associated with this complaint was not returned. The failure of this device is associated with a product recall. Additional documentation review is not required. The reported event could not be verified without a returned product. However, the complaint was confirmed due to the findings of the complaint history review. This event is a subsequent malfunction. The risk to the patient is remote. Investigation of other complaints with similar abutments that were fractured concluded the fracture was related to the design of the hex and boss connection and to the screw access hole. Device evaluated by manufacturer: change ¿no¿ to ¿yes¿.

Manufacturer narrative:
Event date unknown. Product has not been returned. Product was discarded.

Event description:
It was reported that the abutment fractured in a bunch of pieces in the patients mouth. Customer was not able to return the abutment.